Event description:
Livanova deutschland received a report on a roller pump assembled onto c5 heart-lung machine (hlm) console for which a motor controller error was reported. There was no patient injury.

Manufacturer narrative:
A1-a5: patient information was not provided. H11: a livanova field service engineer (fse) was dispatched on site: the event was confirmed, showing motor controller intermittent failure. As troubleshooting, the motor controller was replaced with a new one. Functional verification checks was carried out and passed. Unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.